Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of lower peep (positive end expiratory pressure) than set and low exhaled tidal volume (vte) levels was confirmed. The asp replaced the internal flow transducer (ift) and metering valve to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift and metering valve.

Manufacturer narrative:
H6: the authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. H3 other text : to be serviced by 3rd party.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the ventilator measured lower peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.